Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6)2014. They underwent right knee revision on (B)(6)2023, approximately 8 years 4 months post primary procedure. The patient has claimed injuries including but not limited to pain and discomfort; swelling; gait impairment; poor balance; and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay added and/or corrected information. The following sections were added: b1, b2, d1, d4, d10, g1, h4, h6 component code and investigation codes. The following sections were corrected: h6 clinical codes, medical device problem code. D10: 02-010-01-0330 - logic femoral ps cem right sz 3 (3601221) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t (3660508) 200-02-32 - three peg patella 32mm (3738860) the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the underlying pain leading to the revision reported cannot be determined. The articular surface had several pits consistent with third body wear and wear of the medial posterior edge of the tibial insert spine was noted on the returned device; however, the extent of wear was unremarkable for the length of implantation. Prosthesis wear and/or inclusion of the insert in the packaging recall may have been a contributing factor to the reason for revision. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.